Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported incomplete coaptation/slda (single leaflet device attachment) is related to challenging patient anatomy (friable leaflets). The reported mitral regurgitation is a cascading event of the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xt clip was implanted. After deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). An additional xt clip was attempted to be implanted, but a reliable grasp could not be achieved so it was removed. The procedure ended with mr unchanged.